Manufacturer narrative:
Analysis confirmed the customer comment of "telemetry failure" and it was attributed to the programmer head's cable being out of specification electrically, and the cable was replaced. Analysis also determined that the programmer head was missingits label and that was replaced. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that there was "telemetry failure" with the programmer. Both the programmer and the programmer head were returned for service. It was further requested that the programmer be calibrated/evaluated and receive upgraded parts. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was "telemetry failure" with the programmer. Both the programmer and the programmer head were returned for service. It was further requested that the programmer be calibrated/evaluated and receive upgraded parts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.